Event description:
It was reported that the handpiece began overheating during testing of the equipment. The device was not being used during a procedure. There was no patient involvement and no adverse consequences.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with the ebox, which was replaced along with other components.